Event description:
The subject device was used during an extended cholecystectomy. The probe of the device broke off outside of the patient. The procedure was completed with another thunderbeat device. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the probe broke off at the 14.5mm from the distal end. There were contact marks between the probe and the jaw. The shape of the fracture surface showed that the cracks developed from the scratch as the starting point. The ptfe pad of the device was worn and partially separated. The manufacturing history was reviewed, with no irregularities notes. Considering the evaluation result of the subject device, omsc concluded that the user continuously activated output without grasping anything in the grasping section (including after the tissue separated), and the pad was worn and partially separated. Then the pad and the jaw contacted, which caused the contact marks. Because the user kept outputting in its stated, the probe had the crack and broke off by the physical stress on it.